Event description:
The patient was in for a platelet transfusion. The port was de-accessed and pressure was held with no visible bleeding. Then the patient sat up and there was a dinner plate-size blood circle on her shirt. Pressure was applied to the site. Removal of the mediport was recommended as it continued to bleed. The patient went to the or for removal of the left subclavian vein mediport that had been placed three months earlier for chemotherapy.